Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels ranging from 38-45 mg/dl. Reportedly, the customer over corrected and delivered too much insulin. Juice and carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.